Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was positioned in the aortic annulus using the cusp overlap method with a 6 french (fr) reference pigtail catheter at the bottom of the non-coronary cusp (ncc). At 80% deployment, the depth was analyzed and the valve was at 1 millimeter (mm) on the ncc and 2mm on the left coronary cusp (lcc). Due to the shallow depth, a decision was made to recapture the valve and deployed at a deeper depth. The landing depth was at 3mm on the ncc and 3mm on the lcc. The valve was deployed to 10% and showed no movement during deployment. The nose cone was centered and removed from the valve and placed in the ascending aorta. A guidewire was inserted into the reference pigtail at the bottom of the ncc. The pigtail was removed and left in the ascending aorta. The guidewire was attempted to be removed but there were some resistance noted. Tension was applied to the guidewire to remove it but caused the valve to dislodge into the ascending aorta. Due to the small root geometry and a tight sinotubular junction, a decision was made to use a 20mm non-medtronic valve. The evolut valve was secured and stable in the ascending aorta and the non-medtronic valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that there was nothing significant in terms of patient anatomy that contributed to the valve dislodgement. The bottom of the pigtail was the deployment starting point. The inflow of the valve after the dislodgement was noted to be clearly above the annulus. The guidewire used during the implant procedure was non-medtronic.